Manufacturer narrative:
Concomitant medical products: 620rg29 heart ring, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing was noted on the electrocardiogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.